Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when the patient had a pca and etco2 monitor, the patient was able to receive a bolus dose "when over sedated" or the device alarms and message on the main display (red screen), "pca has paused due to a decline in patients condition." The clinician indicated "the etco2 alarm will go off and will last for quite some time and not stop or turn off the pca". The clinician also indicated the alarm " ends up waking the patient who then can press the button to get more pain medicine". There was patient involvement but impact was unknown.

Manufacturer narrative:
Additional information : imdrf annex a and g codes.

Event description:
It was reported that when the patient had a pca and etco2 monitor, the patient was able to receive a bolus dose "when over sedated" or the device alarms and message on the main display (red screen), "pca has paused due to a decline in patients condition." The clinician indicated "the etco2 alarm will go off and will last for quite some time and not stop or turn off the pca". The clinician also indicated the alarm " ends up waking the patient who then can press the button to get more pain medicine". There was patient involvement but impact was unknown.